Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Inflammation and iop elevation are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon initially reported that an istent procedure was aborted due to compromised visualization. Clinical follow up was requested on 7/13/2016, the surgeon provided the following event details. The procedure was aborted due to surgical technique with the device and that there was self-resolving, transient bleeding. The patient presented with postoperative intraocular pressure of 26 mm hg on (B)(6) 2016 and that the patient was scheduled to return on (B)(6) 2016 for reevaluation. Additional clinical follow up was requested on 7/25/2016 the surgeon provided the following event details. The patient was on the same glaucoma medication at the time of initial postoperative iop elevation as compare to pre-operation. The elevated iop did not have any adverse impact on the patient. In the surgeon's opinion, the primary reason for the iop elevation was due to a steroid responder and post-operative inflammation. The patient continued on the same preoperative eye drop medications. Additional clinical follow up was requested on 8/26/2016 the surgeon provided the following event details. The post-operative intraocular inflammation was remaining or arising after the standard post-operative medication regimen was completed. The inflammation was treated with medical intervention. The patient's current status and prognosis was reported to be good and the intraocular inflammation was reported to be resolved.